Event description:
I am a (B)(6) year old woman who underwent breast augmentation and mammoplasty on 1998 with smooth round moderate profile 350cc implants. Within the first year following the procedure I began to notice symptoms which were dismissed as being in my imagination. As time went by, the issues escalated and began to compound. I experienced severe nipple pain, fatigue, joint pain, hair loss, difficulty breathing, numbness and tingling in my extremities, hormonal imbalances, cluster migraines, chronic asthma, a periodic burning sensation in both my chest and gut, digestive issues, and recurring skin infections on my left breast. I have been through a battery of test as my doctors were simply perplexed and unable to diagnose the source of my symptoms. Several echocardiograms, sleep studies, right heart catheterization to determine possible pulmonary hypertension, and on and on and on. In (B)(6) 2021, exhausted and seeking relief from the daily pain and discomfort, my surgeon (not the one who did the implants) diagnosed stage IV capsular contracture and the medical necessity for explant and bilateral capsulectomy. Upon removal, it was observed that both implants contained matter which concerned the surgeon. He immediately sent samples for pathology which determined the presence of both mold and staff bacteria. The implants were intact upon explantation. I am currently on a regimen of antibiotics and antifungals and scheduled to see an infectious disease doctor. Upon explantation, I did note an immediate and notable improvement in my ability to take a deep breath. I anticipate an improvement in the quality of my health since removing the diseased implants and starting the regimen to remove the bacteria and fungus from my system. I think it is critical that the risks for these kinds of dangers and inevitable infections must be considered and part of the education before patients can be approved for the procedure. If I had truly understood the risk, I know I would have chosen not to do the procedure. All test results are available through my surgeon or through my online health record upon request. FDA safety report ID # (B)(4).